Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir tube window and cracked case near display window corners noted during visual inspection. The insulin pump passed the prime, displacement, rewind and basic occlusion tests. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The insulin pump had multiple displayable history crc check failed on startup alarms due to corrupted history files.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an error alarm as well as a motor error alarm during set change. It was noted that the insulin pump went through the scanner at the airport. Customer does not use the sensor feature and they were able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 10.6 mmol/l. No further information reported.